Manufacturer narrative:
The reported event of failure to sense was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During attempted implant, there was loss of sensing of the right atrial (ra) lead. A different ra lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.